Event description:
It was reported that an infection occurred. The lead was explanted and replaced with a competitor system. The patient was a participant in the panorama study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4). A 7278 implantable cardioverter defibrillator (ICD),   implanted: (B)(6) 2010. A 5076 implantable pacing lead, implanted: (B)(6) 2010.